Event description:
Caller reported a malfunction on pump, which was associated with loading cart outside of load sequence. There was no reported impact to customer¿s blood glucose level, as information on this was either unknown or declined to answer. Technical support attempted to call customer back for further assistance.